Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a slightly horizontal anatomy. During preparation, the valve was rinsed with room temperature saline, and the leaflets were noted to be normal. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. During the procedure, at 50 to 80 percent deployment, the valve was repeatedly moving up and down. Since the valve was unable to be positioned at an optimal depth, it was required to be recaptured several times (more than two times) and removed from the patient's anatomy. Upon inspection, one of the cusps was thickened and darkened and another other cusp was observed to be wrinkled. A 26mm, non-abbott valve was replaced and successfully implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter believes that the seating of the valve at the annulus was not able to be achieved due to the patient's anatomical condition. The patient was in a stable condition. No adverse health consequences were reported.